Event description:
History of pacemaker implant 6.5 years ago. Pt. Had gone to dr's office for routine pacer check. At this time the technician was unable to establish adequate capture in the ventricle. Lead fracture was ruled out. The pt was then admitted due to pacemaker failure as some sort of exit block existed. During the procedure to replace the leads, while examining the atrial lead, there was failure in insulation in that lead. Therefore, both the atrial & ventricular leads had to be replaced. The pt now has 4 leads in the heart - 2 in the atrium & 2 the ventricle. The pt discharged home 2 days later.